Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain in the reservoir area when deflating the device. A surgical procedure was performed to remove and replace the ipp. The physician believes the device contributed to the patient's pain due to the way it was sitting. No device issues and no further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.